Event description:
An olympus representative reported that the visera elite xenon light source had an e103 lamp error during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to e3. Please see updates to e3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the error code e103 was resolved by replacing the lamp. The final root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.